Manufacturer narrative:
Additional information received indicated that the explant will be performed on wednesday, (B)(6) 2019. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Additional information received and stated there was no vitrectomy, sutures or incision enlargement performed. Patient was doing very well at the time of discharge. It was indicated that the explanted lens was not saved. The intraocular lens model was zxr00, 17.5 diopter with serial number (B)(6). The following fields have been updated: section a2: age/date of birth: (B)(6) 1946. Section d4. Model #: zxr00, section d4: catalog number: zxr00u0175, section d4: expiration date: 7/24/2023, section d4: serial number: (B)(6) and section d4: UDI #: (B)(4). Section d7: if explanted, give date: (B)(6) 2019. Section h4: device manufacture date: 7/24/2018. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate is during the first week of (B)(6) 2019. Model #: unknown, as the serial number of the device was not provided. Catalog number: the catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: is unknown as product serial number was not provided. If implanted, give date: unknown, not provided, but the best estimate is the week prior to (B)(6) 2019. If explanted, give date: unknown, not provided. (B)(4). Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
The doctor reported that the week prior to (B)(6) 2019 she implanted a symfony toric intraocular lens (iol), and on day one, the patient was 20/30 at distance, but the patient came in on (B)(6) 2019 (day 4) with a -2.25 myopic shift. Later, it was indicated that the doctor has an iol exchange planned. No additional information was provided.